Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the reported intermittent failure to power on and loss of power. Physio determined the cause of the failure to be a shorted ositech serial/usb cable. Physio-control provided the customer a replacement ositech serial/usb cable. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use.

Event description:
During the device use with a pt, it was reported that the device failed to power on with fully charged batteries. The user changed the batteries but the issue persisted. Once the pt was transported to the ER, the device was reported to power on but lost power as the user attempted to upload vitals. There were no adverse effects reported as the result of the device use. There was no further additional info on the event or the pt provided.